Event description:
(B)(4). Same patient as - 2134265-2009-06199. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion located in the proximal right coronary artery was 90% stenosed, 3.50mm in diameter and 8mm long. The lesion was predilated with an unknown 3.5x10mm balloon at 8 atms. A 3.5x8mm taxus express2 stent was implanted at 16.0mm. Post-dilation was performed with the stent delivery balloon at 18 atms. Post-intravascular ultrasound was performed. The stent was well expanded. Residual stenosis was 0%. The patient was discharged 2 days later without angina symptoms. In (B)(6) 2010, follow-up angiogram revealed restenosis in the proximal rca. The patient had no ischemic symptoms. The target lesion was 90% stenosed, 4.0mm in diameter and 13mm long. The patient was hospitalized and a target vessel re-intervention was performed. The lesion was dilated with an unknown balloon catheter. Post-procedure visual inspection revealed 25% stenosis. The procedure was successfully completed and the patient status improved 1 day later. A 2 year follow-up was performed and no anginal symptoms were noted.

Manufacturer narrative:
Additional nformation: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of channel b pump head module is inoperable was initially confirmed by service, however additional testing performed by baxter could not confirm or duplicate this condition. Channel b and channel c key presses were registered on the select, open and stop keys within the 50 seconds before the failure code 500 occurred. (B)(4).

Event description:
On (B)(6), 2010 during device evaluation by baxter the channel b pump head module on a colleague cx triple channel volumetric infusion pump, was found to be inoperable. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.